Event description:
It was reported that the unit gave an e3 error during a case that day. No delay to the case or harm to the patient was reported.

Manufacturer narrative:
Additional information will be provided once investigation is completed.